Manufacturer narrative:
The reported event of lead fracture was confirmed. As received, the continuity testing showed an electrical open was found on the returned lead (b) channel 1 and 4. The cause of the event is consistent with damage during use.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-17453. It was reported that the patient's leads were exhibiting high impedances as a result of fractures. As a result, the patient's leads were explanted and replaced. Surgical intervention resolved the issue.